Event description:
During a laparoscopic cholecystectomy the clips from the er320 scissored and severed the cystic artery. A second applier was opened to control the bleeding and complete the case. Surgeon feels pt lost significant amount of blood. No transfusion. Pt is doing well at this time.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.